Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026, that there was a uterine perforation reported. Uterine perforation occurred during the novasure seating technique, no cavity assessment test was done. Diagnostic hysteroscopy was performed after the suspected uterine perforation to assess the uterine cavity. Diagnostic laparoscopy was performed following the hysteroscopy that confirmed the uterine perforation. The patient was transferred to the ward after the surgery. No other information is available.